Manufacturer narrative:
(B)(4). The exact age of the patient is unknown however it was reported the patient was over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2015. This report is being submitted based on the event of pneumonia treated with antibiotics. According to the complainant, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe on (B)(6), 2015. There were no issues noted with the device. The procedure took approximately 80 minutes. On (B)(6), 2015 the patient developed a fever and pneumonia. The patient was treated with antibiotics. There was no prolonged hospitalization required. The current condition of the patient was reported to be good after the treatment.